Event description:
The site reports an exam note is attached to a wrong patient. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).